Manufacturer narrative:
(B)(4). Batch # n57f0v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: just for clarification, when the device "fired a half", did the device lock-out (no staples deployed and no cut line started)? Yes.

Event description:
It was reported that during a right upper lobectomy procedure, the staple malformed with irregular shape after the third firing. They changed to another reload but could not fire after fired at half. They then changed to another ec60 with an ecr60b and the staple malformed with irregular shape after the first firing; could not fire after fired at half on the second firing. Suture was used to complete the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # n57f0v. The analysis results showed that one ec60 device was returned with no visual non-conformance's and with an ecr60b fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.